Event description:
The patient reportedly received the following results on the aviva system within 10 minutes: 214 mg/dl and 62 mg/dl. The patient had hypoglycemia symptoms of sweating and his legs felt funny. The patient's family gave him food and drink to treat his low blood glucose. Return of the suspect device was requested for evaluation.